Event description:
In 2006, a gore propaten vascular graft was implanted in a common femoral to peroneal bypass procedure. At an unknown date, an infection was noted at the site of the incision prior to graft implantation. Approximately 6 days post implantation, a graft infection was noted with mrsa (methicillin-resistant staphylococcus aureus) and treated with vacuum therapy. Approximately 30 days later the patient presented with significant bleeding and the graft was explanted. The patient expired in 2007, due to multiorgan failure. No further information will be available.